Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("became pregnant again") and high risk pregnancy ("high risk pregnancy") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and high risk pregnancy (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (the essure were removed immediately following caesarian delivery of her child) and surgery (cesarean). Essure was removed. At the time of the report, the pregnancy with contraceptive device and high risk pregnancy outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered high risk pregnancy and pregnancy with contraceptive device to be related to essure. The reporter commented: this case refers to plaintiffs second pregnancy. For the first pregnancy please refer to (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("became pregnant again") and high risk pregnancy ("high risk pregnancy") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy with contraceptive device in 2013 and miscarriage in 2014. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and high risk pregnancy (seriousness criterion medically significant). Last menstrual period and date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. At the time of the report, the pregnancy with contraceptive device and high risk pregnancy outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered high risk pregnancy and pregnancy with contraceptive device to be related to essure. The reporter commented: this case refers to plantiffs second pregnancy. For the first pregnancy (and information about essure removal) please refer to (B)(4). Most recent follow-up information incorporated above includes: on (B)(6) 2018: after internal review, this case is downgraded to other event. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.